Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : through product trending it is recognized that an increase in this allegation has been identified. Nonconformance reports (nr) (B)(4), apex hole eliminator, (nr) (B)(4) and (nr) (B)(4) acetabular cup, have been established to further investigate this issue. Mre not performed.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the apex hole eliminator went through cup. Surgical delay: 30mins.